Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 54 mg/dl. The customer was treated by glucose and juice. The customer reported that they passed out. Troubleshooting was done for low blood glucose. The customer also stated that they had using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.